Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient experienced low blood glucose levels on (B)(6) 2025. It was also reported that the patient went to the emergency room (ER) and was admitted to hospital for less than 24 hours on (B)(6) 2025 and the patient blood glucose levels while admitting the hospital was 12 mg/dl. The patient had no symptoms while admitting in hospital and the main reason for hospitalization was due to low blood glucose levels. No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00736) , was submitted on 17 apr 2025. However, based on investigation done on 22 jan 2026 and clinical review done on 23 jan 2026, it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.